Manufacturer narrative:
Insulin pump received with intermittent esc button response due to flattened button dome switch. No button error alarm during testing. Insulin pump received with normal operating currents. Insulin pump monitored for several days and no failed battery test alarms occurred during testing. Unit received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test and button error. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.